Event description:
"Pt undergoing automated dialysis during night and upon awakening, the pt found a non specified amount of solution on the homechoice machine, in the area below the door where the casseete is inserted. The pt went to their dialysis center, where they administered prophylactic treatment as specified below. Ciprofloxacin 500 mg every 12 hours for 5 days and 250 mg for another 5 days." Affiliate reports pt has responded to treatment.